Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please see list of additional devices implanted in the patient: tg3415/05109301; tg3410/05109287.

Event description:
In 2007, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using three gore tag thoracic endoprostheses. In 2008, the patient was admitted to the hospital with respiratory failure and a massive hemoptysis. CT images showed a distal type I endoleak and a possible aortopulmonary fistula. A reintervention was performed in 2009 using an additional gore tag thoracic endoprosthesis to resolve the endoleak. Two more devices were used to exclude the proximal penetrating ulcer. The patient tolerated the procedure.